Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that ext-tube (a-line lumen) was ruptured (patient ruptured?) During a nurse's visit one week after insertion of p.trialysis, and the intra-lumen clothing was not bleeding back and no other health problems. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break in the catheter extension tubing was confirmed. The product returned for evaluation was one 20 cm powertrialysis catheter. The investigation findings are consistent with catheter damage caused by contact with a sharp-edged instrument such as a scalpel or scissors. The returned product sample was evaluated and a break was observed along the red lumen extension tubing. Microscopic examination of the extension tubing break confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: ¿ the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. ¿ sharply formed fracture edges ¿ planar shape to the fracture surface an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Event description:
It was reported that ext-tube (a-line lumen) was ruptured (patient ruptured?) During a nurse's visit one week after insertion of p.trialysis, and the intra-lumen clothing was not bleeding back and no other health problems. There was no reported patient injury. No other information was provided.